Event description:
During evaluation of a returned homechoice device, a high drain alarm 101 (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria). The alarm occurred on (B)(6) 2014 at 07:32:42 no additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was unable to be determined with the provided information. Should additional relevant information become available a supplemental report will be submitted.